Event description:
It was reported that a shaft fracture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for coronary stent implantation. During the procedure, it was noted that the connecting shaft fractured after the device was put into the body for delivery. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).